Event description:
It was reported that the patient presented in clinic after receiving an alert for a non-sustained ventricular oversensing. Undersensing was observed on the ventricular channel. Reprogramming changes were made. The patient did not experience any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.